Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree did not deploy the first implant. The customer opened a second truespan meniscal repair peek 12 degree and both implants fired, but pulled out and did not stay in the bone. The implants were removed and there was no debris left in the patient. The case was completed with a third-like device using the same bone hole with no patient harm, but a five minute delay to open new devices. The sales rep was not present for the case and could not provide any additional information. The devices were discarded by the customer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. A non-conformance search was performed for this part (228151), lot(l846866) combination and no nonconformances were found. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch report number: 1221934-2018-54780.